Event description:
It was reported the impactor pad fractured during the procedure. No patient harm or impact was reported.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the impactor pad exhibits signs of use (gouges, impact marks) and is fractured, not all pieces returned. Device was submitted for further analysis. The analysis indicates overload failure or low cycle fatigue culminating in the overload failure. Performed dimensional analysis of impactor width, results within specification. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. The reported event is confirmed from product return. The root cause of the reported issue was due to repeated use of this instrument over 6+ years field life; which causes wear and tear to the instrument and led to fracture. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.